Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was due to a failed tank harness. A device history record review was not required as this was event not an out-of-box failure and therefore was not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Hence, a labeling review was not required. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that before quality check an alarm 79 (non-recoverable system error, primary and secondary outlet water sensors was off by 5 degrees) occurred on the arctic sun device. New temperature harness was installed and tested.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before quality check an alarm 79 (non-recoverable system error, primary and secondary outlet water sensors was off by 5 degrees) occurred on the arctic sun device. New temperature harness was installed and tested.